Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of gem nv bld 1ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: the kinking has been an ongoing issue with the 2426-0007 and 2477-0007, same lot numbers. There are no specific patient identifiers. All adults. However nothing that would pertain to any of the issues. There are no samples from the occurrences, we can provide connection examples and kinking examples with pictures¿.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the customer had issues with tubing "kinking". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 20045670 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08apr2020. There was one quality notification about a static hold test failure issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Even though this complaint could not be verified due to no photo or sample this is a known complaint. Manufacturing has previously investigated the tubing kink issue. The potential root cause of the kinked tubing could be due to improper coiling and pouching during the manufacturing process. Public clinical information instructs to massage crimped/kinked areas to facilitate flow. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of gem nv bld 1ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: the kinking has been an ongoing issue with the 2426-0007 and 2477-0007, same lot numbers. There are no specific patient identifiers all adult however nothing that would pertain to any of the issues. There are no samples from the occurrences, we can provide connection examples and kinking examples with pictures¿.